Event description:
The physician successfully closed the arteriotomy with the closer tsl 6 fr. Device in 2001. Twelve days later, the pt returned to the hosp complaining of right groin swelling. The next day, the pt underwent vascular repair of an infected pseudoaneurysm. The surgeon stated that he believes the infection was not caused by the co's device, but that it may have stemmed from the pt's underlying medical condition.